Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal 500.0 mcg/ml; 90.02 mcg/day and morphine 1.2 mg/ml; 0.2161 mg/day via an implantable pump for intractable spasticity and other spasticity. The date of the event was (B)(6) 2016. It was reported the pump was alarming or beeping. The pump started single alarming (B)(6) 2016 and then started dual alarming (B)(6) 2016. The patient missed a scheduled refill and was seeking a managing hcp. The patient had moved to another state on (B)(6) 2016 and could not ask the prior hcp about refilling her pump. The patient went to the urgent care (B)(6) 2016 and got a prescription for oral baclofen. The patient had spasms but the oral baclofen was helping. The patient's life fell apart and had lost insurance and just got insurance back. The patient planned to follow up with a new managing physician. Specific patient symptoms, the type of alarm, interventions, and outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a consumer on (B)(6) 2016 and indicated this was her second pump implanted in (B)(6) 2015 and that her refill alarm date was (B)(6). If additional information is received, a follow-up report will be sent. Additional information was received from a company representative and it was reported that the patient was seen on (B)(6) 2016 for pump evaluation and management.